Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site allergic reaction. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s918usqs6eza1. Hardware: sm-s918u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient has been experiencing significant skin reactions at pod application sites over the past month, including redness, heat, pain, rash, blisters, and occasional discharge. The affected sites present with extensive redness, blisters, and rash. The patient prepares the skin using alcohol swabs, flonase, skin-tac, and tegaderm as recommended by their dermatologist. The mother was unsure how the patient removes the pod. The dermatologist advised the patient to discontinue pod use and begin allergy testing. The patient attempted to resume pod use recently but removed the pod due to recurrence of irritation and has not successfully resumed treatment. No further information regarding allergy test results, medical diagnosis, or treatment was provided.